Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was very hot. It was also reported that the remote monitor was too hot when left plugged in all day. It was found out that the remote monitor was plugged directly into the wall. The remote monitor was moved onto the floor. Troubleshooting steps were taken to no avail. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model#: 24952b, serial/lot#: (B)(4): the remote monitor was returned, and analysis revealed that there was no complaint failure found; found error code 5704 in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the remote monitor was returned and replaced.